Event description:
Customer reported an abo discrepancy on the galileo. A fwd_aborh was performed on a patient and was reported as o positive. Manual bench testing is a positive.

Manufacturer narrative:
Instrument images were reviewed and confirmed the customer's results; agglutination seen and the present of fibrin or a clot could not be ruled out. Customer does not have sample to return for investigation testing. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history and samples containing clots and clotted cord blood samples cannot be tested on the galileo.